Event description:
Caller reported a malfunction on pump, identified as a software error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting pump, after which the malfunction did not recur. Customer was instructed to continue using pump and to call back if issue recurs.